Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the trocar broke during insertion to the pt during an unspecified procedure. No injuries reported.